Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist remotely reviewed the error log and found several integrated multi technology (imt) module drift errors. The ccc specialist tried to realign the imt module and probe however the module failed to create vacuum. A siemens customer service engineer was dispatched to the customer site. After evaluating the instrument, the cse replaced the pump tubing due to flat spot observed. The cse loosened and reconnected the imt grounds and reseated sensor. The cse cleaned the imt port, and replaced the imt probe. The cse aligned the probe and rotary valve. The cse primed the system and ran quick check on the imt probe, and reset the instrument, after which was acceptable. The customer ran quality controls (qc), resulting within range. The cause for the falsely, elevated na and k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and potassium (k) results were obtained on a patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower and within the patient clinical history. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and k results.